Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. On 12/25/2024, the patient stated the sensor fell off. She noticed there was redness, swelling, and inflammation under the sensor patch area. The patient had itching sensation in the area. On the same day, she consulted a physician who prescribed an oral antibiotic medication (cephalexin, one unspecified capsule four times per day) for the infection. She started taking the course of antibiotic the next day on 12/26/2024. At the time of report the patient was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - correction to the folloiwng statment in the initial MDR, "on 12/25/2024, the patient stated the sensor fell off." H2 correction.

Event description:
On (B)(6) 2024, the patient stated the sensor fell off.